Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Initial reporter states: thal-quick chest tube disconnected at the hub. Updated information received july 5, 2016: the product is still being used in the patient. The user has created a fix for the end connector that fell off ; they attached the drainage bag directly to the tube since the flared end detached from the tube (patient still needed a tube but the user did not want to place a new one in). Updated information received july 13, 2016: patient's chest tube's flared tip that attaches to the drainage bag was found to be loose from the catheter (no longer attached to the chest tube), so it was clamped and reattached to the drainage bag without the flared tip (patient did not want a new chest tube). The product is still in use. Will remove after consultation with team and an alternate option is available. The device remains in the patient as intended. The user has created a fix for the end connector that fell off ; they attached the drainage bag directly to the tube since the flared end detached from the tube.

Manufacturer narrative:
Investigation: the complaint device was discarded at the customers facility and was not returned; however, a review of the complaint history, instructions for use (IFU), quality control (qc) and trends was conducted during the investigation. The rpn and lot number were not provided; however, after a review of the information provided, it is believed the complaint device is most likely a tqts(y) device configuration, which includes a tqt catheter. Per qc specification, there is a 100% inspection, confirming the proximal end of catheter and that the fitting is secure to tubing. The device is supplied with an IFU which gives device description, warnings and instructions for placement and use of the device. Although a definitive root cause cannot be determined, it is possible that excessive force placed on the proximal end could have contributed to this failure. If the complaint device is received into the quality engineering lab at a later date, the case will be updated accordingly. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
Initial reporter states: thal-quick chest tube disconnected at the hub. Updated information received 05jul2016: the product is still being used in the patient. The user has created a fix for the end connector that fell off; they attached the drainage bag directly to the tube since the flared end detached from the tube (patient still needed a tube but the user did not want to place a new one in). Updated information received 13jul2016: patient's chest tube's flared tip that attaches to the drainage bag was found to be loose from the catheter (no longer attached to the chest tube), so it was clamped and reattached to the drainage bag without the flared tip (patient did not want a new chest tube). The product is still in use. Will remove after consultation with team and an alternate option is available. The device remains in the patient as intended. The user has created a fix for the end connector that fell off ; they attached the drainage bag directly to the tube since the flared end detached from the tube.